Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 inta aortic balloon pump shuts down automatically and there was a battery problem. There were no patient harm or injury was reported.